Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. Initially the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. They replaced the sheath and the procedure continued without patient consequences. Additional information was received. No resistance between dilator and sheath, while prepping sheath. Unknown if resistance resulted in any damage to the sheath. The resistance occurred when inserting the dilator. The resistance resulted in the dilator bent. The dilator was unable to move within the sheath. The catheter was not yet inserted. There was high resistance. No needle. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-mar-2024, the hemostatic valve was dislodged inside of the hub component and the dilator and shaft were bent. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on 27-mar-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-feb-2024. The device evaluation was completed on 27-mar-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the dilator and shaft were bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied. However, this could not be conclusively determined. The root cause of the bent dilator could be related to the valve dislodgment. The potential cause of the bent shaft condition could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The hemostatic valve dislodged and the dilator and shaft bent could be related to the reported event. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft bent¿. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿would not advance into the sheath¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿would not advance into the sheath¿ and ¿dilator bent¿ issues. In addition, the biosense webster inc. Analysis finding of the ¿dilator bent¿. Manufacturer¿s reference number: (B)(4).